Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that even though the sample was visibly hemolyzed, the instrument did not report hemolysis, icterus, lipemia (hil). Ccc evaluated the instrument data and determined that the customer's hil configuration was turned off in their system configuration. Quality controls had been in range on the day of event. A siemens headquarter support center (hsc) specialist evaluated the instrument data. There was no indication of reagent delivery or sample delivery issues. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated ast and ldi results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated aspartate aminotransferase (ast) and lactate dehydrogenase (ldi) results were obtained on one patient sample on a dimension vista 500 instrument. The customer stated that the sample was visibly hemolyzed. The discordant results were reported to the physician(s), who administered unknown treatment to the patient. A new sample obtained from the patient was tested on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physicians(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ast and ldi results.